Event description:
Initial report no. (B)(6) received from us consumer relations, date (B)(4) 2015, reference (B)(4). Suspect product: ky liquid romance. Usage/application details: unk. A reporter reported regarding a female pt of an unk age that she and her husband purchased ky liquid romance (lot: 123321ap, exp: october 2014) which was beyond its expiry date when it was sold. The pt was used expired product during pregnancy which directly resulted in a miscarriage of her pregnancy. At the time of the report, the effects were unk and her appointment scheduled to her hcp was not reported. It is unk if the pt has any relevant underlying conditions or medical history. The company's assessment for the case is possible and unanticipated. No further info was available at the time of report. Outcome: ongoing.

Manufacturer narrative:
Rb is awaiting the return of the product for quality analysis and also f/u info regarding the reported incident. The company's assessment for this case is possible and unanticipated. Expected date of next report: september 14, 2015.